Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had her device put in and within 24 hours, the device wasn't working. The patient stated that she bought a big bag of pads and she cut them in half. The patient mentioned that she went through the big bag of pads in one week. The patient noted that she adjusted stimulation twice and she started at 1.7 and was up to 2.7. The patient reported that when she increased stimulation she could feel stimulation but she still had no control. The patient stated that she doesn't have a problem when she was up and walking around. Troubleshooting attempts were made and the patient increased stimulation to 3.0 and was able to feel stimulation comfortably. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.